Event description:
A falsely depressed hcg result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was repeated and a positive result was obtained.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed hcg result was user error due to the operator ignoring an error flag caused by auto dilution not being turned on. The instrument is performing within specifications. No further evaluation of the device is required.